Manufacturer narrative:
(B)(4) - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on 15-apr-2024( 2 events), 25-apr-2024( 2 events), 29-apr-2024, 01-may-2024.the issue occurred with six similar types of infusion sets used for four hours. No further information available.